Event description:
In the cardiac cath lab, the team was preforming an ablation procedure. This requires complex and expensive ep catheters. An "advisor hd grid, sensor enabled" catheter was opened and inserted into the body. It did not work properly. It was found to be defective. According to dr (B)(6) part of the metal sensors were frayed off and could not safely be used. The abbott rep in the room was notified. The defective catheter was discarded and a new catheter was opened.